Manufacturer narrative:
H.6. Investigation: five unused samples were returned to our quality engineer for investigation. The product was visually inspected, no damage or molding defect was overserved in any of the product that could have resulted in the leak reported, the stopper noted to be properly assembled in all samples. A device history review was performed for the reported lot 1904224, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing was performed on the five returned samples, all product met specification and no leaks were identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It has been reported that the bd plastipak¿ luer-lok syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: according to the assistants, the 50ml syringe has leaked more often with the liquid. The liquid runs into the compartment just below the black stopper of the syringe and collects there. Sometimes it also goes down and the syringe starts to leak. Infliximab was used in both syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ luer-lok syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: according to the assistants, the 50ml syringe has leaked more often with the liquid. The liquid runs into the compartment just below the black stopper of the syringe and collects there. Sometimes it also goes down and the syringe starts to leak. Infliximab was used in both syringes.